Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged. When the device was reprogrammed, the patient felt unwell. The lead was explanted and replaced. The patient was in good condition after the procedure.